Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿fully uncemented glenoid component in total shoulder arthroplasty¿ by lieven de wilde, et al, printed in the journal of shoulder and elbow surgery, 2013, was reviewed. The purpose of the study was to determine the clinical and radiologic short-term results of this uncemented, pegged glenoid. All patients were implanted with the global advantage humeral prosthesis (depuy) and the anchor peg glenoid (depuy). The anchor peg glenoid is available in six sizes. 40, 44, 48, 52, 56 and 56xl. There were 35 tsa¿s performed in 35 patients between 2006 and 2009. Patients were evaluated at three, six, 12 and 24 months, and at the latest follow-up with the constant-murley score and standard radiology assessment. The physical component summary (pcs) and the metal component summary (mcs) of the sf-12 health and survey score was also performed. One patient dropped out due to a cerebral hemorrhage; thus 34 shoulders were incorporated for follow-up. The cm score increased from 40.2 to 72 points postoperatively. Active range of motion also increased in all planes. No signs of loosening occurred in 30 out of 34 patients. In four patients, the greatest diameter of the lucency at the central anchor was greater than the prosthetic diameter and the diameter of the lucency was also greater at two of three peripheral pegs. Preoperatively, those four shoulders showed signs of osteoarthritic changes. Postoperatively, those four shoulders showed no signs of subluxation when si was used. Radiolucency was also seen on plain x-ray images at the two-year follow-up. There was progressive increase in radiolucency during the first year, but no progression between the one-year and two-year follow-up. Due to the article not specifying which glenoid sizes were one of the four that showed lucency, only one glenoid component will be coded for loosening.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.